Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Medical device: batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure when the device was fired the clips came out malformed. The procedure was completed with another like device with no patient consequences reported.